Event description:
Per the initial report, the home patient (hp) stated was in a hurry and used a bag that a spike came out of and used the set up anyway. Hp was in the hospital with an infection. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2010 regarding the draining problem and infection. The pd rn stated they have had the hp in to review her therapies and make changes to her drains and fills. The pd rn was not aware of an infection and stated the hp was currently using the cycler for therapy. Per the pd rn there are no current problems with therapy.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for problem code connection issue is not confirmed due to lack of sample. A home patient (hp) stated was in a hurry and used a bag that a spike came out, but used the set up anyway and was in the hospital with an infection. There was no patient injury or medical intervention indicated at the time of the initial report. The pd rn stated they have had the hp in to review her therapies and make changes to her drains and fills. The pd rn was not aware of an infection and stated the hp was currently using the cycler for therapy. Per the pd rn there are no current problems with therapy. Root cause was determined to be use error - incomplete connection. There is currently not enough information to determine if the baxter device may, or may not, have caused or contributed to this peritonitis. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.